Manufacturer narrative:
The returned product was evaluated per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. No fluid or foreign residue was found in the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly with the positive and negative end reversed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the 6 aa batteries exploded inside the battery compartment of the purely yours breast pump she was using this morning. After this event occurred, dark fluid was seen leaking from the pump housing. Customer denied burn, injury or property damage.